Manufacturer narrative:
(B)(4). Date sent: 5/27/2020. Device analysis: the analysis results found that sr75 device was returned inside its package unopened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged. It was noted to have holes in the tyvek, and the holes was noted to be from the outside in. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Additional information was requested and the following was received: 1. Could you please clarify where ¿was a hole¿ was identified (primary packaging, box, pouch seal or the plastic bag)? There was a hole on the plastic bag. 2. If ¿there was a hole¿ is related to device damage, please provide more details.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify where ¿was a hole¿ was identified (primary packaging, box, pouch seal or the plastic bag)? If ¿there was a hole¿ is related to device damage, please provide more details.

Event description:
It was reported that during a hepatectomy, after opening the package, it was noted that the device was damaged and there was a hole. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.